Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-01237, -01238, -01239.

Event description:
Allegedly, the patient was revised due to pain.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.